Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found an anomaly. The stylet insertion test failed due to a blockage at the terminal end, likely caused by body fluids. X-ray imaging showed no issues with the conductor. Based on analysis evidence or field reports, the issue is covered by the instructions for use (IFU) and is therefore considered a known inherent risk of the device.

Event description:
It was reported that this right atrial (ra) lead was received by post market quality assurance without a known reason for explant. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was received by post market quality assurance without a known reason for explant. No additional adverse patient effects were reported.